Event description:
A report was received that during a revision procedure, after the physician opened the pocket, the physician noted a suspicious cloudy fluid around the ipg. The physician ended up explanting the device. The patient was given antibiotic.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.